Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the mid left circumflex artery (lcx). The 1.5x15mm maverick2 balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated and ruptured at 10atms. The device was removed from the patient. The procedure was successfully completed with a 1.5x8mm balloon inflated to 10 atms and implant of a non-bsc stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the mid left circumflex artery (lcx). The 1.5x15mm maverick2 balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated and ruptured at 10atms. The device was removed from the patient. The procedure was successfully completed with a 1.5x8mm balloon inflated to 10 atms and implant of a non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed a longitudinal tear in the balloon wall adjacent to the distal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).